Event description:
It was reported that a malfunction alarm occurred and that the pump time was incorrect, cause was unknown. During troubleshooting with technical support, the malfunction alarm was cleared, the customer corrected the time and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the settings issue could not be verified.